Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of the surgical light- powerled. As it was stated a grub screw became loose and fall off from the cover securing the spring arm to the lamp head. There was no injury reported, however it was decided to report this issue based on the potential as screw detached from the securing cover might led to detachment of the spring arm together with the light head. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. The screw absence which could appear when it is not tighten properly could lead to safety sleeve transition. This kind of movement of sleeve could occur when the device is cleaned. The wrong positioning of safety sleeve uncover the safety segment and it may get out from its place. When all these factors are combined, the light head could fall down. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Given the circumstances and the fact that the occurrence rate is considered to be low we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: 205960.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned to the manufacturer.

Event description:
On 23th april, 2019 maquet sas became aware of an issue with one of the surgical light- powerled. As it was stated a grub screw became loose and fall off from the cover securing the spring arm to the lamp head. There was no injury reported, however it was decided to report this issue based on the potential as screw detached from the securing cover might led to detachment of the spring arm and, in consequences, the entire configuration. Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).